Event description:
It was reported that the patient was unable to adjust stimulation. The patient programmer was assessed and only the 9v battery light lit up. The patient also experienced intermittent stimulation.

Manufacturer narrative:
(B) (4).